Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occured. The target lesion was located in the anterior tibial artery. A 3.0mmx20mmx143cm coyote nc balloon catheter was advanced for dilation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The device was removed and completed that procedure with a different device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon.the balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 7mm long starting 2mm proximally from the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occured. The target lesion was located in the anterior tibial artery. A 3.0mmx20mmx143cm coyote nc balloon catheter was advanced for dilation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The device was removed and completed that procedure with a different device. There were no patient complications reported.